Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms which triggered a red alert. Technical services provided troubleshooting options and recommended to perform x-rays. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed for fields e1. Initial reporter first and last name as this was just provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms which triggered a red alert. Technical services provided troubleshooting options and recommended to perform x-rays. At this time, the lead remains in service. No adverse patient effects were reported.